Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to poor connection within the video connector which hindered stable video and electrical production of the scope and video processor. After repeated use, the user may connect the scope's electrical contacts in a state where they are not sufficiently dried or have foreign substances (chemical residue, scale, sebum stains, dust, gauze fluff, etc.). It is likely the event was caused by cleaning the connector. The instruction manual provides the statement below to mitigate: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.